Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient not thinking their stimulator is working. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included a surgery that they needed stimulation turned off for.